Event description:
Pt underwent pacemaker insertion almost ten years ago at another facility. Pt was admitted because his monitoring was showing that his pacemaker generator was having end of life battery status. Pt electively underwent replacement of pacemaker generator. Leads were not replaced.